Event description:
A customer reported an alarm 2, which was not preceded by an occlusion event earlier in the day, nor did it lead to a blood glucose level exceeding 500 mg/dl or a "high" reading on their cgm. The impact on the customer's blood glucose level was within the normal range, as no adverse effects were reported. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. The customer requested replacement supplies, which cts agreed to send. The customer understood and acknowledged this resolution, and the case was closed.